Event description:
Pt states they were sensitized to opa. It caused tingling of face and numbness of lips. They had the same reaction when working with glutaraldehyde. This has been an ongoing problem for pt. They no longer works with either product.